Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms during a basal/bolus/fixed prime. The customer's blood glucose was 216 mg/dl. The customer was assisted with performing a fixed prime. The customer stated that the insulin did not exit and the insulin pump still alarmed no delivery. Troubleshooting with a plunger push also showed the insulin did not exit. No additional information provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the manual prime and visual fluid flowing through the infusion set and out catheter tip noted; the reservoir was not occluded.